Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the graft was returned. The graft segment had two blue lines running longitudinally down the graft and had carbon lining. The segment measured approximately 29.6cm long. There were no signs of rips, holes or tears along the graft. There were no suture holes observed at the edges of the graft. Clamp-like indentations were observed at one end of the graft. One end of the returned segment appeared to have been trimmed. A rippled texture was observed along the length of the graft. The graft appeared slightly translucent and exhibited a wetted characteristic. The overall color of the graft was identified to be slightly grey due to the graft's carbon lining. The coloring and translucent appearance of the graft could indicate a possible break of the graft's hydrophobic barrier. This could potentially lead to the graft leakage. Dimensional evaluation: the graft measured approximately 29.6cm long. This measurement was below specification which indicated that the returned sample was trimmed from the original graft. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the complaint investigation is inconclusive for graft leaks as the reported conditions of use could not be recreated. The coloring and translucent appearance of the graft could indicate a break in the graft's hydrophobic barrier. Per the complaint comments, the graft was flushed. Per the IFU, "exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the graft's hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary." Therefore, the probable root cause is likely user related. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (Correction): complainant occupation type. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that that during a vascular graft implantation, the vascular graft was discovered to be leaking prior to patient contact. Therefore, a vascular graft was prepared and implanted successfully. There is no reported patient injury.